Manufacturer narrative:
This is a case of transurethral resection of prostate (turp) performed in the lithotomy position. Floseal has been applied at the end of surgery to stop significant bleeding from the prostatic tissue. Four kits of floseal (20ml) have been used. This case represents an error in use since the application of the product has been performed with a 12-french red rubber catheter device (not cleared for the application of floseal). Immediately after the inflation of the foley catheter with 30cc of water anesthesia diagnosed a cardiac arrest with fatal outcome. The autopsy detected floseal granules microembolism in the mid-sized to small blood vessels of both lungs, which explain the cardiac arrest. Possible pathomechanism and contributing factors: use of a device not cleared for floseal application (a 12-french red rubber catheter) that had a considerable dead space. The attempt to empty the floseal from the catheter after the product syringe is empty is usually done by refilling the syringe with air. When this is done, the product column in a catheter is expelled with high pressure. This may force floseal into the vascular system. Using the application method described in this specific case the principles of correct product application, as detailed in the IFU (especially visualizing the source of bleeding and the gentle approximation), can impossibly be fulfilled. Negative peripheral venous pressure in case of an extreme lithotomy position (pelvis level higher than heart level). This may create a negative peripheral venous pressure, which may facilitate the aspiration of granules into the venous system. Inflation of the foley catheter with water (30cc) at the end of the application may have forced floseal into the vascular system. The floseal IFU warns repeatedly against introduction of the hemostatic matrix into the vascular system "floseal hemostatic matrix must be injected into vessels". Contraindications: "do not inject or compress floseal matrix into blood vessels. Do not apply floseal matrix in the absence of active blood flow, e.g., to clamped or bypassed vessels. Extensive intravascular clotting and event death may result." The floseal instructions for use do not have any short comings regarding this incident. Corrective measures: the surgeon should be instructed to refrain using floseal in this way. Only the use of FDA cleared devices should be recommended. Conclusion: as the surgeon is no longer using floseal in this manner, per the additional info rec'd from the user facility, there is no further instruction needed regarding this case.

Event description:
Initial case details rec'd: this pt underwent a turp, which was performed without complication. At the end of the procedure, floseal was injected to assist with bleeding. The pt arrested and died in the or. The final autopsy, rec'd 01/25/08 indicated the presence of floseal in the pulmonary vessels, which caused the pt death. This case was originally submitted to baxter by the FDA on the june 12, 2008 additional info was rec'd from the user facility by bonnie mackie, baxter healthcare associate director of global medical education, on june, 17, 2008. This was a gentlemen with a history of recurrent urinary tract infections, who presented to the clinic and was found to have a high ultrasound residual, who presented on the date of operation for transurethral resection of prostate. Problem list:retention of urine, urodynamics proven outlet obstruction, reduced sensations in bladder, large bladder diverticulum, description of surgery: the pt was taken to the cystoscopy operating room. He has had an epidural placed by the anesthesia. The pt was positioned in lithotomy position. The foley catheter was removed and the pt had been given 1 g of ancel for antibiotic coverage. The perineal area was prepped with technicare for 5-10 minutes and draped in a sterile manner. A 21 cystoscope with a 30-degree telescope was passed in the urethra. He had normal anterior urethra. He had normal verumontanum. He had prostate cavity about 5-6 cm long with enlarged lateral lobes and elevated bladder neck. The bladder itself had moderate trabeculations. He had normal ureteric orifices. No tumors, no stones. We removed the cystoscope and inserted a continuous irrigation olympus resectoscope and that was inserted with the visual obturator until we entered the bladder. The visual obturator was removed and the resectoscope loop was inserted. The trigone was marked under the ureteric orifices with the resectoscope to avoid injuring them. The urethra was marked also above the verumontanum and the resection was started at the midline resecting the elevated bladder neck with a median lobe and then resecting the left lobe of the prostate, then the right lobe of the prostate, and then resecting the anterior part of the prostate. The irrigation used was glycine and the resection was tedious because he has had the vascular prostate with multiple blood vessels possible due to having a foley catheter before the surgery. Coagulation of bleeding spots was attempted during the resection was coagulating current. At the end of the resection, he had a nice wide-open prostatic urethra down to the verumontanum and the verumontanum was intact and the ureteric orifices were intact. We irrigated the prostatic chips from the bladder and the prostatic cavity using ellik evacuator. The telescope was inserted and the prostatic cavity was inspected. There was significant bleeding from the prostatic tissue because he had the vascular prostate possibly also due to the congestion for having a catheter. We did more cauterizations with the coagulating current to reduce the bleeding. In spite of the cauterization multiple times, he continued to have significant bleeding from the prostatic cavity. We filled the bladder with the irrigant fluid and removed the resectoscope. We decided to use floseal to help reduce the bleeding. We inserted an 18-french coude-tip foley catheter in the bladder. We inserted a 12-french red rubber catheter beside it. The catheters were placed in the bladder. Four vials of floseal were mixed according to the MFR's instructions and we injected gently through the red rubber catheter. The injection was done gently to avoid high pressure and to allow extra floseal to leak in the bladder and around the catheter. The balloon of the foley catheter was inflated with 30 cc of water. We connected the catheters to a urine bag and put the pt in supine position. At this stage, the anesthesiologist told us that the pt had suddenly coded and his heart stopped beating. We gave attention to that immediately by increasing the oxygen flow. He was intubated by anesthesia within a very short time and started running the code with crp. A full code was run for about 60 minutes. An ultrasound was inserted transesophageal to do transesophageal echo to check the condition of the heart and lungs and that showed that the heart was not contracting and the pt had a flt EKG. There was no thrombus or air in the pulmonary artery. There was no thrombus or air in the right ventricle. Sadly, the pt did not respond to the code in spite of all the efforts. The pt was announced dead after that. According to the info I have, this was not the first time the surgeon used this technique. However, since this incident, he no longer uses the floseal in this manner.